Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot insert cutter" could not be confirmed. However during service and repair, device failure was found but was not related to the reported event. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the "cutter could not be inserted" in the device. It is known that the device was being used during surgery and there were no injuries reported. It is unknown if there was medical intervention related to the event. No additional information available.